Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98, and a 510k number of k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient. The result did not match clinical presentation. The result was not reported. The following data was provided: initial result = 2.991 ng/ml. Diluted x10 result = 2.97 ng/ml. Hbt processed result = 3.0 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72196ud01. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 72196ud01and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as architect stat high sensitive troponin-I that employ mouse monoclonal antibodies. Additional information may be required for diagnosis. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 72196ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient. The result did not match clinical presentation. The result was not reported. The following data was provided: initial result = 2.991 ng/ml, diluted x10 result = 2.97 ng/ml, hbt processed result = 3.0 ng/ml no impact to patient management was reported.